Event description:
On 21-jul-2025, a user reported experiencing high blood glucose (bg) levels, with readings exceeding 400 mg/dl. The user self-transported to the emergency room and was treated for diabetic ketoacidosis (dka) with intravenous insulin and fluids before being discharged the same day.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.